Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, unstable rotational speed was noted. The 90% stenosed and calcified lesion was located in the moderately tortuous mid left anterior descending (lad). The lesion was reported to be approximately 15mm in length by fluoroscopy. The physician had adjusted the rotational speed of the rotalink plus outside the body at 180,000rpm, but the rotalink plus ablated the lesion at 200,000rpm. It was further reported that the burr rotational speed was unstable during preparation and during procedure. The procedure was completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "no problem."